Event description:
The medication is not coming out from the aerosol device "[product delivery mechanism issue]" no adverse event "[no adverse event]" case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 06-jul-2026, amneal pharmaceuticals received information from the patient via telephone call and voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation.the patient was being treated with albuterol sulfate inhalation (strength, frequency, dose and therapy dates not reported) (ndc: 69238-1291-1 and expiration dates: mar-2024), for inhalation use for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported.the patient reported that the medication was not coming out from the aerosol device and requested for a replacement.last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable.the outcome of events product delivery mechanism issue and no adverse event was unknown.the reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation.this case was considered as serious.the reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10